Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that while attempting to pace a (B)(6) patient, the device was unable to pace. Complainant indicated that the clinician restarted the device and re-applied electrode pads and cable to continue treating the patient. The patient went into cardiac arrest in the ambulance in route to the hospital and the patient expired at the hospital.

Manufacturer narrative:
The device was returned to zoll medical for evaluation and the customer's report was not replicated or confirmed. The device was put through extensive testing including pacer and defib testing without duplicating the report. The device was recertified and returned to the customer. Review of the clinical files showed that the device recognized the CPR electrodes/CPR adaptor attached, one minute later the pads are applied to the patient and a valid ECG signal was displayed in pads view. The device was then changed into pacer mode (which automatically switches to the lead ii view; however no leads appear to be attached) and prompts a lead fault with no rhythm displayed (via leads). The user attempts to troubleshoot, suggesting that the operator is confused about the operation of the device in pacer mode. The ECG signal will not be displayed via pads while in pacer mode. It is believed that the ECG cable was applied and according to our zoll representative onsite, it was working as expected. The user exits pacer mode and the view changes back to the pads view, and the patient's rhythm is again displayed. No further attempts to pace, analyze or charge are seen. It's important to note that the device was capable of performing fixed pacing had attempts to do so were made by the user. The ECG cable was not returned as part of this evaluation. Analysis of reports of this type has not identified an increase in trend.